Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to readings obtained on a built-in precision meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a seizure and cramps and self-treated with magnesium. There was no report of death or permanent impairment associated with this event. Reportedly adc device readings of 2.90 mmol/l, 3.30 mmol/l and 3.00 mmol/l was compared to readings of 13.20 mmol/l, 11.70 mmol/l, and 12.50 mmol/l obtained on a built-in precision meter. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. It is unknown when these readings were obtained in relation to the reported medical event.